Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced 7 minicap units which were cracked and subsequently the patient developed peritonitis. The patient noticed a cracked minicap during bath time. The patient discarded the minicap and changed to a new one. The patient noticed a crack in the following six units that the patient tried to use (dates unspecified). It was not reported if the patient connected to any of these six minicaps. No further detail was provided regarding the causes or the exact location of the cracks on the minicaps. The patient stated the ¿minicaps appeared normal prior to use and were stored safely at the patient¿s home at the right temperature¿. Two days after noticing the crack in the first minicap, the patient experienced peritonitis manifested by abdominal pain. On unreported dates, the patient was hospitalized for the peritonitis and the patient began treatment for the event with an unspecified antibiotic for 21 days (dose, frequency and route were not reported). No further detail was provided regarding the outcome of the peritonitis or whether pd therapy was ongoing. No additional information is available.